Event description:
It was reported that the coil from this right ventricular (rv) lead was pulled back and led to an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). This rv lead remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.